Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Multiple syringe needles/cartridges were used. Customer resolve the issue using additional supplies. Customer's blood glucose was within range (value not provided).